Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A physician reported that approximately one month following a cataract surgery with an intraocular lens implantation, the patient was admitted to the hospital for eye redness, swelling, pain and decreased visual acuity. At the time the vision was 0.2 (20/100) and endophthalmitis is suspected. Additional information has been requested.